Event description:
It was reported by a patient that their implantable pulse generator (ipg) was activated due to electromagnetic interference (emi) via a small oreck vacuum cleaner at a distance of 16 inches. No patient complications have been reported as a result of this event.

Event description:
It was reported by a patient that their implantable pulse generator (ipg) was activated due to electromagnetic interference (emi) via a small (B)(4) vacuum cleaner at a distance of 16 inches. No patient complications have been reported as a result of this event. On (B)(6) 2016, it was further reported by the patient that they have come across many areas where their device picks up noise including several stores, home and even driving in a vehicle. The patient was unable to return to his position as a 26 year equipment maintenance technician with a semiconductor manufacturing company as they concluded that the amounts of emf were too high. The physician changed the device settings so it would not detect noise. During the last device check, detection settings were from 30 seconds to 2 minutes. The patient also stated that during his previous pacemaker interrogation sensing issues were noted (580 short v-v intervals). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: (B)(4), right atrial (ra) implantable pacing lead, implant: 2013 (B)(6); model: (B)(4), right ventricular (rv) implantable pacing lead, implant: 2013 (B)(6). (B)(4).